Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo" 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, while the pentaray catheter was inside the carto vizigo" 8.5f bi-directional guiding sheath - medium, the hemostatic valve slipped out the hard plastic orange hub but did not break into pieces. This happened when the physician infused contrast agent through the three-way stopcock. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the catheter. There was no blood return observed and to the physician's knowledge, there was no air entering the patient's body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and completed with no patient consequence. This event was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that there was a hemostatic valve separation issue. The biosense webster inc. Product analysis lab received the device evaluation and observed on 11/12/2020 that the device was missing the hemostatic valve. The hemostatic valve was not returned with the device and the silicone ring was found in good condition inside the hub. The hemostatic valve issue remains assessed as a MDR reportable issue. The product investigation was completed on 11/12/2020. It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, while the pentaray catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve slipped out the hard plastic orange hub but did not break into pieces. This happened when the physician infused contrast agent through the three-way stopcock. The valve did not seal the sheath anymore. The valve was detached from the sheath and wrapped around the catheter. There was no blood return observed and to the physician¿s knowledge, there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and completed the procedure with no patient consequence. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve was observed separated. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was visually inspected and the hemostatic valve was not found inside of the hub. The hemostatic valve was not returned with the device and the silicone ring was found in good condition inside the hub. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001336 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref. #: (B)(4) on 12-sep-2022, it was discovered the following information was inadvertently omitted from the product investigation conclusion details: ¿an internal corrective action has been opened to investigate the issue of external hemostatic valve dislodgement.¿